Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26665. It was reported the patient experienced a shocking sensation from her scs system and thus stopped recharging or using her system approximately a year ago. The ipg was unable to communicate with any external devices. Additional information is needed to clarify the patient's issue. The patient underwent surgical intervention to remove the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.